Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 69-year-old female underwent impella cp support for high-risk percutaneous coronary intervention (hrpci) with a pre support clinical state consistent with scai shock stage a. The first impella cp pump was inserted per instructions for use via left femoral arterial access on (B)(6) 2026 at 14:15 and initially achieved flows up to 3.0 l/min in auto mode. Upon transitioning out of auto, recurrent suction alarms were noted at p6, with suction resolving only when the p level was reduced to p1. Despite multiple repositioning attempts under echocardiographic and fluoroscopic guidance, low pump flow and suction persisted, and the issue did not resolve with administration of blood volume. No cannula kinks, lv thrombus, or biomaterials in the outflow were observed, and the patient¿s acts were reported to be between 160¿180 seconds. Given the continued inability to achieve adequate support, the physician elected to explant the device at 14:45 and replace it with a second impella cp pump. Based on the available information available, the initial impella cp pump experienced persistent low pump flow and suction alarms despite appropriate troubleshooting and repositioning, necessitating device removal and replacement; the subsequent pump functioned as intended, and the patient survived without further device-related issues. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
This follow-up report is being submitted to document that the device has been returned to the manufacturer for investigation. Section d9 has been updated to reflect that the product was returned for investigation.

Manufacturer narrative:
D4. Catalog number and d4. Serial number were updated accordingly. Of note, the device was confirmed as returned which has been received and documented to follow-up 1 report.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (primary UDI number). Upon review, the section d primary UDI number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue was not determined without sufficient clinical details, and the data log review was not sufficient to derive the cause of the issue. The cause of the injury was not determined due to insufficient clinical details.